Manufacturer narrative:
(B)(4). Journal article source: 1. Hemmila et al., 2021: results section, page number 319 ¿ revision due to liner breakage was reported (https://doi.org/10.1080/17453674.2021.1879513). Foreign: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.   Multiple MDR reports were filed for this event, please see associated reports:  0001825034 - 2021 - 03436, 0001825034 - 2021 - 03437, 0001825034 - 2021 - 03438.

Event description:
A journal article was retrieved from acta orthopaedica (2021) that reported a retrospective review of the finnish joint registry from finland that looked at the revision rates and survivorship of vitamin-e infused highly crosslinked polyethylene liners (vepe) compared to moderately crosslinked polyethylene liners. The study consisted of 2 groups with 2,723 hips in the vepe group and 2,707 hips in the reference group. The study group patients were operated on between january 1, 2008 and december 31, 2017, with a mean follow-up time of 5.0 years (0¿9.7). The reference group patients were operated on between january 1, 2000 and december 31, 2017, with a mean follow-up time of 11.0 years (0¿18.5).the study population had a mean age of 67 and 64 years respectively at time of surgery. It was reported in the study 19 patients in the vepe group underwent revision due to infection.